Manufacturer narrative:
Zimvie complaint number (B)(4). Two (2) impl scr-v ha 3.7mm 3.5mm 10mm (svh10) were not returned for investigation. Instead, two third party implants were returned. The devices were later identified to be from a different manufacturer (nobel). As the reported devices were not returned, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot numbers along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth sites # 22, 24 (fdi) and were used for approximately 2 years, 4 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev. 0-09/14) information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot numbers (62901534 & 63036662). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (62901534 & 63036662) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant.' Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (svh10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable with the information provided.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported implant fracture at tooth sites 22 and 24.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227.